Event description:
It was reported that an ocs2 - an ojemann cortical stimulator unit generates too much current. The unit was set at about 0.75 ml, but sometimes it reached a very high reading up to 15ma. Since this unit is used to stimulate the cerebral cortex, it was feared that such a high current would cause damage to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.